Event description:
This valve conduit was explanted after approximately a 276 month implant duration due to severe pulmonary stenosis, congestive heart failure, severe ventricular dysfunction, and atrial fibrillation.